Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2024 due to multiple inappropriate shocks. On (B)(6) 2024, implantable cardioverter defibrillator (ICD) interrogation showed a code 1005, indicating an open circuit condition. Shock impedance measurements when tested on both the 24th and the 29th were within normal limits. Right ventricular (rv) threshold was noted to be variable between 2.1-3.4 volts at 1.5 milliseconds. X-ray imaging was obtained and was unremarkable per the physician. Manipulation of the header did not provoke noise. Technical services (ts) was consulted at length, and further troubleshooting options were discussed. It was also noted the cardiologists are going to discuss a possible rv lead replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2024 due to multiple inappropriate shocks. On (B)(6) 2024, implantable cardioverter defibrillator (ICD) interrogation showed a code 1005, indicating an open circuit condition. Shock impedance measurements when tested on both the 24th and the 29th were within normal limits. Right ventricular (rv) threshold was noted to be variable between 2.1-3.4 volts at 1.5 milliseconds. X-ray imaging was obtained and was unremarkable per the physician. Manipulation of the header did not provoke noise. Technical services (ts) was consulted at length, and further troubleshooting options were discussed. It was also noted the cardiologists are going to discuss a possible rv lead replacement. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned (it remains implanted but out of service) and replaced as part of a system replacement procedure. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted.

Event description:
It was reported that this patient was admitted to the hospital on (B)(6) 2024 due to multiple inappropriate shocks. On (B)(6) 2024, implantable cardioverter defibrillator (ICD) interrogation showed a code 1005, indicating an open circuit condition. Shock impedance measurements when tested on both the 24th and the 29th were within normal limits. Right ventricular (rv) threshold was noted to be variable between 2.1-3.4 volts at 1.5 milliseconds. X-ray imaging was obtained and was unremarkable per the physician. Manipulation of the header did not provoke noise. Technical services (ts) was consulted at length, and further troubleshooting options were discussed. It was also noted the cardiologists are going to discuss a possible rv lead replacement. No additional adverse patient effects were reported. Additional information: the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned (it remains implanted but out of service) and replaced as part of a system replacement procedure. Besides intervention, no other adverse patient effects were reported.